Manufacturer narrative:
Results - the smoke was coming from lubricant which had leaked from the motor onto the heating coil.

Event description:
It was reported from the customer that when the unit was turned on, the fan would not work and smoke was coming out of the hose. No pt involvement or adverse consequences were reported.